Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual analysis confirmed the complete lead was returned and the helix was partially extended. Resistance testing also confirmed the conductors were intact with no evidence of fracture. However, a stylet insertion test failed. When subsequent imaging tests were performed, a necked-down inner coil near the lead terminal pin was seen. This deformed inner coil is indicative of over-torque during the implant procedure. The reported helix extension difficulty is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during the implant procedure prior to wound closure, this right atrial (ra) lead exhibited helix extension difficulties. The ra lead was exchanged to resolve the event and no adverse patient effects were reported. This lead was subsequently received for analysis.